Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation. A 36 +0 biolox head and 36f 0° insert were revised to an mdm metal liner, adm/ mdm poly insert, and 28mm biolox head with sleeve. Rep provided usage sheets from the primary and revision procedures, and confirmed that no further information will be released by the hospital or surgeon.